Event description:
It was reported that the guide wire was placed without resistance and the lesion was direct stented with another company's 3.5 x 13 mm stent. After the delivery system was removed, the guide wire was retracted, but it met resistence. The guide wire was advanced again and then retracted, at which time the tip fractured and uncoiled. The guide wire was removed, but the tip remained stuck in the proximal rca and aorta. An attempt was made to snare the separated portion, and a piece of it was able to be removed, but part of it could not be removed. The patient went to surgery where the tip was successfully removed.